Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (20 mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that a dye study was done a few weeks ago and confirmed that the catheter was kinked and twisted on itself. A catheter revision was being done on (B)(6) 2024 to replace the pump segment and when they tried to remove the catheter it broke off; part of the catheter had "calcified inside the patient." The healthcare provider (hcp) inquired about measuring the new catheter based on what was removed; an agent reviewed appropriate catheter spec information.

Manufacturer narrative:
Concomitant product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2018 product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: (B)(6) 2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.